Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the uretero-reno videoscope¿s bending tube was broken, and the metal was sticking out. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The subject device was not returned to the shirakawa factory, so its condition could not be thoroughly checked. It was therefore not possible to identify the root cause and the cause of the phenomenon from the information that was made available in the investigation results. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.